Event description:
Hill-rom received a report from the account stating the external buzzer is not alarming. The bed was located at the account in the hallway. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill rom tech found the bed exit external buzzer inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom technical support had the account replace the external buzzer to resolve the issue. Based on this info, no further action is required.